Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated.

Event description:
It was reported that the stenoscope system had no image and white images. Also the foot switch would intermittently not work. No pt injury was reported.